Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use an alternate method of insulin delivery, mdi, and tandem technical support arranged for a replacement pump with updated software to be sent out.